Manufacturer narrative:
The event was resolved when the customer support engineer (cse) upgraded the software to version ak. The device passed all testing including calibration, extended self-testing (est), short self-testing (sst) and performance verification testing (pvt). No parts were returned for eval,. The service history record for this device was reviewed for similar complaint nodes. No relevant complaint nodes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from (B)(6) indicating that the device experienced error code xb0069 (monitor hip falls) while on a pt. The device went into a safety valve open (svo) state. The pt was stable. Though requested, no add'l info was provided.